Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. During a previous check, the patient presented with symptoms of presyncope. The lead was explanted and replaced without adverse events. The procedure concluded successfully with the patient having remained stable before, during, and afterwards. The patient will continue to be monitored.

Manufacturer narrative:
Insulation damage was noted at 15.7-16.2 cm from the connector pin consistent with clavicle crush damage. The outer coil was fractured. This is consistent with the observation from the field of noise.